Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) results for multiple samples that were repeated with much higher results. An example of one patient sample was provided. No specific patient data was provided. The initial result was <0.01 ng/ml and the repeat result was 4.22 ng/ml. The customer stated the results were accompanied by data flags. The initial results were reported outside the laboratory. The repeat results were believed to be correct. The customer did not know if any patients were adversely affected. The total psa reagent lot number was 17127602 with an expiration date of 05/31/2014. The field application specialist determined there was a poor lot calibration. He found calibrations had failed on (B)(6) 2013 for multiple standby packs of reagent due to incorrect calibrator placement. He also noted additional calibrations were performed on (B)(6) 2013 that generated lot calibrations with significant differences in signals as compared to previous acceptable calibrations. Qc run immediately after verified these calibrations were unacceptable. None of these standby reagent packs were recalibrated. Qc was then run on the current "in use" reagent packs and produced acceptable results. However, qc was not run before nightly production on any standby packs that were attached to the poor lot calibration. As samples were processed throughout the night those standby packs were put into use which yielded low results. On (B)(6) 2013 a calibration was generated on a new reagent pack that yielded a good lot calibration verified by signal comparison to previous lot calibrations and qc. Reagent packs that were not recalibrated continued to produce out of range qc results because they were running on the previous poor lot calibration. He loaded a reagent pack on each module from the (B)(4) 2013 shipment. Using the customer's most recent lot calibration he ran qc, precision, and calchecks. All qc and calchecks were within ranges and precision data was within precision guidelines. He determined the application was performing according to specification to prevent future occurrences, he recommended the customer load one pack per module to perform lot calibrations. Once qc is verifies an acceptable calibration, additional reagent packs can then be loaded and tested using qc. In addition he advised, all reagent packs on the analyzer should be tested using quality controls before analyzing patient samples.